Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that "I had mine for a while and it wasn't even switched on. Now when I go to get it 'beeped' up I hate it as it makes my seizures start a few hours later. My parents think its worked wonders, I have to disagree with them" no further relevant information has been received to date.